Event description:
It was reported that the ambicor penile prosthesis (app) was explanted on an unspecified date due to unspecified reasons. A new 20cm x 14mm app device was later implanted on (B)(6) 2019. Additional information received that the app device was explanted on (B)(6) 2019 due to loss of "fluid and deformity of ambicor." The app was "damaged and deform." The patient was fine following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the ambicor cylinders were visually inspected. Both cylinders had broken fabric threads at a fold; the cylinders were therefore not functionally tested. The outer tube of both cylinders did not have any holes present; however, the broken fabric threads would result in fluid escaping and therefore would give the illusion of fluid loss. Cylinder 1 also had a buckling fold with a bulge present, which confirms the deformity allegation. Both allegations were therefore confirmed.

Event description:
It was reported that the ambicor penile prosthesis (app) was explanted on an unspecified date due to unspecified reasons. A new 20cm x 14mm app device was later implanted on (B)(6) 2019. Additional information received that the app device was explanted on (B)(6) 2019 due to loss of fluid and "deformity of ambicor." The app was "damaged and deform." The patient was fine following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.